Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
As reported: "study: UK infinity® total ankle system subject: (B)(6). Worsening chronic pain medial aspect of right ankle with difficulty mobilizing. In year 2 in 2021, questionnaires stated worsening pain awaiting further decision re-potential revision surgery, possible debridement, or below knee amputation. Awaiting treatment plan. No update as of 17 jul 2024. Awaiting patient decision re surgery preference as of (B)(6) 2024.".

Manufacturer narrative:
The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. More detailed information about the complaint event must be available in order to determine the root cause of the complaint event. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "study: UK infinity® total ankle system subject: (B)(6). Worsening chronic pain medial aspect of right ankle with difficulty mobilizing. In year 2 in 2021, questionnaires stated worsening pain awaiting further decision re-potential revision surgery, possible debridement, or below knee amputation. Awaiting treatment plan. No update as of 17 jul 2024. Awaiting patient decision re surgery preference as of 15 aug 2024."